Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. Following deployment, the patient experienced a decrease in pulses and cold leg. A right lower extremity angiogram revealed a filling defect in the area of the common femoral artery/profunda bifurcation with a complete occlusion of the superficial femoral artery. The patient underwent a surgical exploration which revealed the collagen plug in the superficial femoral artery at the area of the profunda. The collagen was removed and flow returned to the patient's lower extremity. The patient was discharged within 24 hours without further incident.